Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was able to disconnect from infusion set and reservoir and push insulin through with plunger. Customer was able to reconnect and run manual prime and view insulin exit tubing. After troubleshooting, customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that insulin pump was functioning as designed and to call if issue re-occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)